Event description:
Boston scientific crm received information that this device was explanted due to a patient infection. Subsequently, it was reported that it is uncertain if the suture sleeve from this device was extracted with the lead. No further adverse patient effects have been observed.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.